Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling in a laparoscopic procedure, the stapler locked the handle and there was a loud noise on the first use. After that, it did not work anymore. The device did not fire. The surgeon able to press the green button and was able to squeeze the handle. They opened a new stapler to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device opened by the account without the packaging. The visual inspection of the returned product noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Pmv performed functional testing which included. Pmv reload used in testing the device. The instrument was successfully loaded with a 60mm articulating vascular/medium reload. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.